Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome was not properly removing skin. There was no delay. Attempts have been made and no further information is known as per the customer. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, serial#, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On (B)(6) 2018, it was reported that the device was not properly removing skin. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the air dermatome by zimmer biomet surgical revealed that the device calibration and motor speed were with in specifications. It was also noted that the control, bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on july 31, 2018 which included replacement of the bearings, screw driver and thickness lever. Air dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device functioned as intended and passed all required testing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device functioned as intended and passed all required testing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.